Event description:
Event description guidant received information that this right atrial transvenous lead and transvenous defibrillation lead both dislodged as a direct result of twiddler's syndrome. The leads were explanted, successfully replaced and connected to the chronic device. No adverse patient symptoms were reported.